Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a part of the pump touch screen was unresponsive. Customer was attempting to deliver a bolus and was able to enter carbs and blood glucose (bg), but was unable to press "yes" to confirm bolus delivery. The customer reset the pump to resolve the issue; however, the customer was unable to press "start" on the welcome screen. The customer was unable to interact with the pump. Customer's bg was 250 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.